Event description:
It was reported that during a breast biopsy procedure, the pusher disconnected from plastic. In one case: plastic tip broke, the plastic piece remained in the breast, but it could be removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 4/30/08. Info is unavailable; device was not returned for eval.